Manufacturer narrative:
The very limited information and no available data from the customer were insufficient to determine a probable cause for the imprecise hemoglobin/hematocrit results. The customer performed a troubleshooting procedure which resolved the complaint issue. Complaint tracking and trending data was reviewed for the cell-dyn 3200 analyzer, list 04h59-01, and no adverse trends were identified. The cell-dyn 3200 operator's manual lists probable causes and corrective actions for troubleshooting imprecise or inaccurate data. There was no product deficiency identified for the complaint issue. No consequences or impact to patient. Incorrect or inadequate test result.

Event description:
The customer stated that discrepant results were generated for a patient sample tested on the cell-dyn 3200 analyzer between closed and open modes. Closed mode results were hemoglobin 6.69 g/dl and hematocrit 38.5%. Open mode results were 13.6 g/dl and 39.2%. No adverse impact to patient management was reported.